Manufacturer narrative:
The investigation showed that the part that connects the tubing to the vitrectome was broken and the outer knife was in a angle. The investigation regarding the air bubbles could not be done due to the broken part. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm) this reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(4) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
During operation, air bubble happened. Situation is as follows; eva shaving mode, 8000cpm, flow:ss, vaccume 600. Please investigate it carefully and find root cause, and improve. Sample is available.